Event description:
Elevated glucose results were obtained on 26 serum specimen using a vitros 250 system in a single cartridge of vitros glu slides. Results ranged from 217 to 523 mg/dl. Seven of the results were reported to the physician. The medical staff questioned the results. Repeat analysis of the samples using a new cartridge of glucose slides gave results ranging from 73 to 321 mg/dl. These results were presumed to be correct. The initial results were not acted upon.